Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Device evaluation results: one medfusion 3500 pump was returned for investigation in used condition exhibiting a cracked right plunger case. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The reported problem "system failure positive supply background test" was found in the event log. Functional and visual testing was performed. The "positive supply background test failure" was not detected during power on self testing. The reading of positive supply on the main board was within the required specifications. The customer reported product problem was therefore unable to be duplicated so the intermittency of the problem could not be determined. The main board was replaced on the pump as a preventative measure. The pump subsequently passed all functional and delivery testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
It was reported that the smiths medical medfusion pump exhibited a system failure positive supply error during a background test. No patient harm was reported at this time.